Manufacturer narrative:
The customer was advised to remove the device from service and replace. The device has not been returned to stryker, therefore the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.